Event description:
Related MFR report number: 2017865-2023-20404. It was reported that a patient presented for a generator change. Device interrogation revealed oversensing noise on the atrial lead and right ventricular (rv) lead. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.